Event description:
After inspection of the pump, the bolt had come loose where the filter is screwed into place. Found during inventory inspection - not during a case - back up pump was available.

Manufacturer narrative:
(B)(4).